Manufacturer narrative:
(B)(4). Date sent: 6/16/2020. D4: batch #u5ay83. Investigation summary: the analysis results that one ec60a device was returned with no visual non-conformances, and an ecr60d cartridge reload not loaded on the device. The cartridge was received fully fired with the pan totally dislodged from the cartridge. In addition, the cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. It is also possible that handling by the customer could dislodge the pan. Dislodging as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a thoracoscopic lobectomy, the cartridge could not be loaded into the jaw at the second firing. When the jaw was checked later, it was found that the cartridge pan that was used at the first firing had come off. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.